Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the 8 out of 10 infusion sets that came in the same box were damaged and packaging was melted. No further information was available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). The initial MDR with manufacturing report number (3003442380-2025-09012), was submitted on 20-may-2025. Based on the description it was identified that the event was related to 9 infusion set. So, the supplement is being submitted to inform that the MFR numbers: 3003442380-2025-09005. 3003442380-2025-09006. 3003442380-2025-09007. 3003442380-2025-09008. 3003442380-2025-09009. 3003442380-2025-09010. 3003442380-2025-09011. 3003442380-2025-09012. 3003442380-2025-09013. Are for the same complaint (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.